Event description:
It was reported that during the implant procedure this right ventricular (rv) lead exhibited noise and oversensing on the rv tip to rv ring and rv tip to rv coil configurations. Several locations were attempted with this lead and several manipulations of the lead were made including prolapsing the lead at the coil area by 180-degrees. The noise seen subsequently after several lead manipulations was due to a suspected lead issue. It was also reported that the doctor was unable to engage the setscrew on this implantable cardioverter defibrillator (ICD) with the wrench. Several attempts were made including extensive coaching by the field representative and using multiple wrenches. A new device and new lead were used per physician request. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 6935m55, implantable tachy lead, implanted: (B)(6) 2013. (B)(4).